Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r tkr on (B)(6) 2019. Revised on (B)(6) 2023 due to anterior pain. Advance recessed all-poly patella replaced with advance onlay all-poly patella. Australia-c23-229.